Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the extremely tortuous and calcified left circumflex (lcx). The balloon ruptured at nominal pressure. The number of inflations and to what atms is unk. The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt status is listed as "good".